Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected numbers scrolling was noted during testing. The device was also received with cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that the buttons on the insulin pump were scrolling on their own and a button error alarm was received. The customer's blood glucose was 169 mg/dl. The insulin pump was in the customer's bra and exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.